Event description:
The account alleged that the pt fell out of bed when the siderail broke.

Manufacturer narrative:
The technician inspected the bed and found no problems with the siderail functions. A f/u with the nurse mgr found the facility had no records of the fall or injury to the pt. The pt was discharged from the facility the next day (B)(6) 2009.